Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while wearing the lifevest. Review of the download data indicates the patient received 6 inappropriate treatments in response to af/rvr. Device was started up at 07:53:13 on (B)(6) 2022. At 08:10:48, the patient received the first inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs. The post shock rhythm was af @ 120 bpm with pvcs. At 08:16:26, the patient received the second inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 180 bpm with pvcs and motion artifact. The post shock rhythm was af @ 130 bpm with pvcs and motion artifact. At 08:20:22, the patient received the third inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 190 bpm with pvcs. The post shock rhythm was af @ 120 bpm with pvcs and motion artifact. At 08:23:47, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 160 bpm with pvcs and motion artifact. The post shock rhythm was af @ 130 bpm with motion artifact. At 09:16:52, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 170 bpm with motion artifact. The post shock rhythm was af @ 180 bpm with pvcs and motion artifact. The pulse delivered was low-pulse and measured 7j. At 09:17:38, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was af with rvr @ 170 bpm with pvcs, motion artifact, and electrode lead falloff. The post shock rhythm was af @ 160 bpm with pvcs and motion artifact. The pulse delivered was low-pulse and measured 7j. During delivery of treatments five and six, an impedance of 0 ohms was observed and the energy delivered in the those shocks was 7j. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event. The patient passed away on (B)(6) 2022. Reporting due to inappropriate treatments.